Event description:
An ophthalmic surgeon reported that he "felt pressure in the eye" when moving his vitrectomy probe out of the eye during a vitrectomy procedure. He stopped and began again, but the problem reoccurred. The surgeon stopped indentation. Placed the probe in the middle of the vitreous body and noticed that irrigation was at 83mmhg (millimeters of mercury). The surgeon activated maximal central aspiration to avoid over pressure, with 550mmhg and 5000cpm. The iop (intraocular pressure) had variations, moving quickly and sharply from 12, to 87, 83, 75, 35, 80 mmhg. The compensation iop was at 70 cc/min. The pt experienced a choroid detachment. The surgeon reoperated on the pt the following week (date unk), but choroid detachment persisted, with loss of visual acuity.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).